Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The article states that zimmer m/dn nails were used in this study and anterior knee pain is a common complication after im nailing, reportedly occurring in up to (B)(4) of patients. The article does not imply any deficiency in the device that leads to the knee pain. A definite root cause for the pain cannot be determined, but it appears it is not unique to the m/dn nails used in this study. The product history search could not be performed, as the part and lot numbers were not provided. No devices or photos were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed.

Event description:
It is reported that fifty patients were revised due to anterior knee pain.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24762147. This report will be amended when our investigation is complete.